Event description:
The reporter stated that the tubing came apart resulting in extensive blood loss. There were no further details available as to injury or treatment associated with this event.

Manufacturer narrative:
Smiths has received samples from the customer; however, the investigation has not yet been completed. A follow up MDR will be submitted when the investigation has been completed.